Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.5/+2.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed due to the lens being implanted upside down. An alternate lens was implanted at a later date and the problem was resolved. The cause of the event is reported as device and other: "I think the reason why the icl was inserted in reverse is due to the injector." No patient injury is reported.